Event description:
The surgeon tried to use the large liga clip applier (lot number: p6m516, expiration date: 12/2011), and the staples fired crooked. A second large liga clip applier (lot number: p5l774, expiration date: 12/2010) was opened. When the user attempted to close, the staples fired prematurely, and were "flying" out of the stapler. This incident was not due to user error.